Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately post operation, the implantable cardiac monitor exhibited backup vvi operation. A device software download was performed successfully. The patient would continue to be monitored with routine follow up.